Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 350 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was sticking out and reservoir compartment was cracked. It was also reported that insulin pump was not able to exit the "preparing to prime" loop. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and it passed. Unable to confirm the prime/fill anomaly due to the motor error alarm. The pump passed the displacement, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube window, a cracked reservoir tube lip, a cracked reservoir tube and minor scratches on the display window.